Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse of peritonitis. It was reported that on (B)(6) 2012, the patient had peritonitis. The patient uses ultrabags at home, however, the wife reported that the hospital used the cycler on the patient on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown, however, the nurse reported that the patient travelled the week of (B)(6) 2012 and had abdominal pain while away. The patient is recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b28037, h12b29043, and h12c30049 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.